Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The devices were returned for evaluation: one part number: co-2714 "2.7mm x 14.0mm cortical screw" batch/lot number: 534496 as well as one part number: col-2140 "2.7mm x 14.0mm locking cortical screw" batch/lot number: 530852. The threaded portions of each screw were not returned. The returned parts were examined with magnified photography. Observed phenomena included: both screws exhibited mild to moderate drive feature wear including scratching, marring, and/or disfigurement of the hex drive. The hex drive damage was most notable in the col-2140 screw. Both screws exhibited mild to moderate thread wear; both screws also experienced a fracture along the screw shaft. The fracture occurred at approximately the 3rd to 4th turn of the co-2714 screw's non-locking thread whereas it occurred at approximately the 5th to 6th turn of the locking thread on the col-2140 screw. The screws terminated at fracture planes that were slightly oblique to the axes of the screws. The fracture planes were largely flat with slight hooks where they intercepted the thread forms; the fracture planes were lightly textured with no ductility or necking. There was large amounts of debris in the locking thread of the col-2140 screw, with the majority present within the 2nd to 3rd turn of thread. The event description notes that "surgeons decided to use 2.7mm screws instead of 3.5mm because of patient's anatomy"; the event notes that this was an ulna shortening surgery. Per the surgical technique for the acumed osteotomy system with ulnar shortening plate, there are no sections specifying it is allowable or advisable to replace 3.5mm screws with 2.3mm screws in installation steps designed for 3.5mm screws. The components of the system may not function as designed/expected if the end user does not follow the surgical technique. The visual appearances of returned screws included drive feature damage, thread damage, device fracture/breakage, and a largely-flat fracture plane oblique to the screw axes. A flat fracture plane may suggest a brittle failure mode, which can occur in scenarios where large torques are applied suddenly. In pure brittle torsional failure, the fracture plane is perpendicular to the axis of the screw; the returned screws had oblique fracture planes, which suggests off-axis loading may have also been imparted to the device. However, based on the information received and due to unknown procedural conditions, the root cause could not be determined.

Event description:
It was reported during an ulna shortening surgery, the surgeons decided to use 2.7mm screws instead of 3.5mm because of patient's anatomy. Despite drilling and tapping, two screws broke: one 2.7mm locking cortical screw and one 2.7mm cortical screw. Surgeons were not able to remove the broken screws since they were threaded to the patient's bone. As a result, it was reported these two screws were therefore not placed through the plate "with the consequent lower stability of the system". This issue prolonged the procedure by 15 minutes. No adverse patient consequences have been reported. This report is related to report number 3025141-2023-00063 for the other screw involved in this event.